Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to high pacing impedance measurements. A lead fracture was suspected. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed with the mid body portion of the lead missing. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. X-ray inspection of the terminal pin assembly and electrode tip found no anomalies. Laboratory testing was unable to confirm the clinical observation based on the lead segments returned.